Event description:
Manufacturer reference number: 3006705815-2024-02264 . It was reported that the patient's leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's leads were replaced to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.